Manufacturer narrative:
As of today, the lead remains in service pending a repositioning procedure. This report will be updated when additional information is received.

Manufacturer narrative:
The lead revision was performed. This rv lead was explanted and replaced. No adverse patient effects were reported. The explanted lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited in increase in pacing threshold measurements, from 0.5v at 0.4ms to 2.1v at 0.4ms. An x-ray was performed and confirmed the lead had dislodged. The excess lead that had been looped near the device had migrated to the distal end. No adverse patient effects were reported. A lead revision was planned.